Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd alaris¿ secondary set tubing disconnected at the drip chamber and leaked during use. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "we have had several issue with a secondary tubing lot (10)22099205 falling apart at the drip chamber."

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 13-jan-2023 h6: investigation summary: the customer reported falling apart at the drip chamber, and returned one used sample. The sample was clearly separated below the drip chamber and complaint is verified. The root cause is traced to an ongoing project in the manufacturing facility to address issues with the solvent dispenser. There was insufficient solvent on the tubing to drip chamber connection. Device history record review for model ms3500-15 lot number 22099205 was performed. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. H3 other text : see h10.

Event description:
It was reported that the bd alaris¿ secondary set tubing disconnected at the drip chamber and leaked during use. This complaint was created to capture the 2nd of 4 related incidents. The following information was provided by the initial reporter: "we have had several issue with a secondary tubing lot (10)22099205 falling apart at the drip chamber."